Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Actual longevity is less than 80 percent of the 99.9 percent longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached elective replacement indicator (eri) less than two years post-implant. The device was explanted and replaced. No patient complications have been reported as a result of this event.